Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2010 (in the afternoon). The patient reported blood glucose results of "226, 130, and 201 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In addition to oral medication (metformin and glipizide once a day in the morning) the patient stated she also manages her diabetes with diet and/or exercise; the patient indicated she administered her medication in the morning (prior to the alleged issue) and it is not known what the patient's blood glucose result was that morning. Approximately two to five minutes after the alleged issue occurred, the patient claimed she felt stressed, shaky, and panicky; symptoms the patient associated with low blood glucose. Within five to ten minutes later, the patient claimed she administered self-treatment by consuming food and/or drink. The patient denied testing her blood glucose with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.